Event description:
The target lesion was the proximal right coronary artery and it was a de-novo lesion. Aha/acc classification of the vessel was type c. The lesion length was 38.0 mm and the vessel diameter was 3.0mm. The procedure was an elective case. A 3.0 x 18 cypher stent was implanted at 12atm for 30 seconds. A 3.0 x 23 mm cypher stent was implanted at 12atm for 30 seconds proximal to the first cypher overlapping it. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured. Over three years later, the patient complained of chest pain, and came to the hospital. He was diagnosed with unstable angina. The following day the patient's condition deteriorated. Coronary angiography was conducted and thrombus was observed in the implanted cypher stents. To treat the thrombus, aspiration and balloon angioplasty were conducted. Inflation pressure and time were unknown. After the treatment for the thrombus was concluded, vessel flow was restored. Two weeks later the patient was discharged. Physician indicated that the possible cause of the thrombotic event was because another physician stopped the administration of aspirin because of a gastrointestinal hemorrhage.

Manufacturer narrative:
This device (lot i0105141) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report #: 9616099-2008-02301.